Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that upon opening the packaging of a progav 2.0 shunt system (# fx434-t), the tube between the valve and the reservoir was cracked. The product was not used. A delay in surgical procedure or a patient complication was not reported. The complained product will be sent to the manufacturer for investigation.

Manufacturer narrative:
Investigation: visual inspection: a visible cut in the connection catheter between the reservoir and the progav 2.0 was determined. Result: during our examination, a smooth cut edge in the kink protection and the peritoneal catheter between the reservoir and valve is visible. The damage was clearly caused by a sharp tool. Prior to all shipments of products with catheters, a visual inspection, a flow test and a tension test are performed, which is documented in a final quality assurance documentation. The returned product has successfully passed all tests. The presence of a defect at the time of delivery can be ruled out. It is not clear at the time of the inspection how the above-mentioned cut occurred. Attention is drawn once again to the section "safety measures and contraindications", it is pointed out that care should be taken when handling catheters with sharp objects.

Event description:
The complained product was sent to the manufacturer for investigation on 01/21/2025.